Event description:
Port-a-catheter removed at outside facility. Attempts to retrieve were unsuccessful. Patient transferred to our facility for retrieval of avulsed catheter extending from the left subclavian vein into the right ventricle.